Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal was broken, a missing battery door, and a bent latch handle. There was no evidence in the device's event history log. Functional tests were performed. Upon review, the reported problem was duplicated. It was determined that fluid ingression caused the dso sensor to become defective and the root cause of the problem. The dso sensor was replaced. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.

Event description:
It was reported that the pump did not recognize the drug cassette. It is unknown if there was patient involvement, adverse patno ient effects were reported.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown; no information has been provided to date.